Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(6). Case status: open. Summary: 8015 system on led flashing. Case notes: problem description (B)(6) 2018 09:10:37 (B)(6). Customer called due to receiving the "watchdog" alarm. With the pcu plugged in I asked the customer to observe the ac on indicator. The customer stated it was solidly on. Asked the customer if they use non-alaris batteries. Customer stated they do. Informed the customer that the issue could be replaced to the logic board, the power supply board and or the switching power supply. Recommended the customer send in for repair. No patient involvement. Serial number: (B)(4).